Event description:
It was reported that the insulin pump alarmed an a-33 error and has an unexpected re-start. The customer states that the drive support cap is sticking out. The blood glucose reading was 232 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during basic occlusion test due to protruded and or loose drive support disk. No counting up on restart of the device was noted. The device had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).